Event description:
It was reported that the physician implanted 2.25 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a discrete lesion in a patient in the ramus. The lesion was pre-dilated and the stent was implanted at 9atm and was post dilated where an extended stent fracture was reported in the distal end of the stent. Another drug eluting stent was implanted and the patient was reported to be stable. No other clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent fracture). Conclusion: inconclusive (investigation is in progress). Unable to confirm complaint (awaiting cine image review results). (B)(4).

Event description:
Cine image review: the images show images of the left coronary system confirming the lesion in the proximal to mid ramus vessel. This lesion was successful stented with a stent. The newly deployed stent was post dilated with multiple balloon inflations. The balloons in all cases were shorter than the deployed stent length. Difficulties appear to have been experienced during the post dilatation activities and delivery and positioning of another stent was unsuccessful. Gapping or distortion of the deployed stent profile is evident from the images. This distortion was not evident post deployment and prior to the post dilatation activities.

Manufacturer narrative:
Results: caused by another device (balloon dilatation catheter may have caught on the newly deployed stent struts during delivery or withdrawal from inside the stent). Conclusion: known inherent risk of procedure (stent deformation, collapse, or fracture), another device caused the failure (balloon dilatation catheter may have caught on the newly deployed stent struts during delivery or withdrawal from inside the stent). (B)(4).